Event description:
Information was received indicating that a smiths medical cadd ms3 pump alarmed for blockage. It was indicated that no kinks were found in tubing, but the user replaced tubing, but the pump alarmed for cartridge needed to be changed and user accidentally spilled her medication while replacing cartridge. No patient consequences were reported. No adverse effects were reported.